Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information d4 model no- additional information d4 catalog no- additional information d4 serial no- additional information d4 lot no- additional information d4 expiration date- additional information h2 type of follow up- additional information h4 device mfg date- additional information.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.